Event description:
The user facility reported that during a patient procedure a piece of the snowden-pencer crocodile grasper broke off and fell onto the patient. It is unknown if additional medical intervention was needed to retrieve the broken piece. No report of injury.

Manufacturer narrative:
(B)(6) has made multiple attempts to contact the user facility to obtain additional event information however, the user facility has not responded. A lot number was not provided for the snowden-pencer crocodile grasper subject of the reported event. The instruction for use states, "all devices must be examined for full functionality prior to and after use. Moving parts of the device should be easily operable. Inspect devices for broken, cracked, discolored, or tarnished surfaces. Inspect for hindered movement of hinges, loose components, and chipped or worn parts. Inspect insulation for breaks or damage. If any of these conditions appear, do not use the device. Return devices to an authorized snowden-pencer representative for repair or replacement." A follow-up report will be submitted should additional information becomes available. No additional issues have been reported.

Manufacturer narrative:
The snowden-pencer crocodile grasper was returned for evaluation following the reported event. Evaluation results determined that the distal tip (fixed jaw, moveable jaw, and pivot pin) had separated from the actuating rod. The pin that joins the moveable jaw and the pin that joins the actuating rod were not returned with the snowden-pencer crocodile grasper. As all components of the device were not returned, a root cause could not be determined. The device history record (DHR) for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review was conducted and confirmed this to be an isolated event. No additional issues have been reported.